Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional trek rx device is filed under separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the diagonal coronary artery with mild tortuosity and heavy calcification. After pre-dilatate the lesion once with the both 2.50 x 15 mm trek balloons a rupture occurred at 14 atmospheres. Resistance was noted during advancement due calcification and the ruptures likely occurred also due calcification. An unknown cutting balloon and a stent were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.